Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was determined there was an insulation breach and lead fracture. The physician attempted to repair the breach to no avail. Ultimately the lead was programmed off. No patient complications have been reported as a result of this event.